Event description:
It was reported that before the client was going to run the service disk, and prior to installing desktop 2.4., when the programmer was powered on, it locked up with a system test failure. It was further noted the hard drive crashed. The programmer will be returned for service. There was no reported patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up with an error.